Manufacturer narrative:
(B)(4). Visual, dimensional, functional inspections of the product involved in the complaint could not be conducted since the product was not returned. No additional test was performed. Verification of failure mode reported in the current manufacturing process could not be performed due to product was not being manufactured. The device history review could not be conducted since the lot number was not provided. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date this complaint will be updated accordingly. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Customer states the stapler keeps jamming up.